Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2013:the patient was pre-operatively diagnosed with lumbar radiculopathy, left greater than right caused by recurrent disc herniation at l5-s1 left and stenosis at l4-5 and underwent the following procedures: l4-5 and l5-s1 decompression and transforaminal interbody fusion with pedicle screws, rods, interbody device peek cages, allograft, autograft, bmp, and posterolateral fusion. As per op-notes, ¿ prior to placing the cage, gelatin and bmp sponge was placed toward the opposite side with crushed cancellous behind it and then the gelatin and bmp sponge in the additional crushed cancellous in front of that and behind that and then the cage was placed, and localized appropriately with appropriate alignment on ap and lateral. Again using the gelatin and bmp sponge, crushed cancellous at the entry of the cage, crushed cancellous, and gelatin sponge in the cage, checking the cage both ap and lateral, and then putty posterior to that this would not go upto the annulotomy site as to prevent heterotopic ossification. This additional gelatin and bmp sponge, crushed cancellous bone was placed over these areas where decortication takes place.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.